Event description:
This case is cross referred with the case (B)(4) (same reporter) and (B)(4) (duplicate). This unsolicited case from united states was received on 13-feb-2018 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and on the same day the patient experienced difficult with ambulation, extreme pain, swelling. Also device malfunction was identified for the reported lot number. No relevant medical history, past drugs and concurrent condition was reported. Concomitant medication included valsartan, potassium chloride (klor-con), hydrochlorothiazide, metoprolol tartrate and ketorolac tromethamine (toradol). On (B)(6) 2017, the patient was aspirated with 40 cc, injected with ketorolac tromethamine and then received treatment with intra-articular synvisc one injection at a dose of 6 ml once (lot number: 7rsl021 and expiration date: 31-may-2020) for osteoarthritis in the right knee. On the same day, the synvisc one was discontinued. On the same day, the patient had extreme pain, swelling and difficult with ambulation. On the same day, the synvisc one was discontinued. On the same day, the knee was aspirated 40cc then injected with ketorolac tromethamine (toradol). It was reported that the patient was given injection of ketorolac tromethamine (toradol) prior to injection. Treatment included tramadol hydrochloride (tramadol), ice, elevate. On (B)(6) 2018, the patient recovered for all the events. Corrective treatment: tramadol hydrochloride (tramadol), ice, elevate for extreme pain, swelling; not reported for rest of the both events. Outcome: recovered for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment for follow up dated 22-feb-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had difficulty with ambulation. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the product cannot be excluded.